Event description:
A customer contacted beckman coulter inc (bec) regarding a falsely high cortisol result of >60.00 ug/dl generated on the unicel dxc 600i access immunoassay system. The customer diluted the sample 1:2 and yielded repeated results of 12.46 ug/dl and 12.23 ug/dl. The false high result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or any change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
The samples were serum and run through the closed tube aliquotter (cta). The calibration and quality control results were acceptable. A bec field service engineer (fse) was dispatched and found no issues with the access system but found hardware malfunctions on the cta unit. The fse performed multiple repairs on the cta unit which have resolved the issue.